Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿simultaneous bilateral versus unilateral computer-assisted total knee arthroplasty: a prospective comparison of early postoperative pain and functional recovery¿ by gautam m. Shetty, et al, published by the knee (2010), vol. 17, pp. 191-195, was reviewed. The purpose of this article was to determine if computer-assisted simultaneous bilateral tkas (sbtkas) are more painful and the postoperative functional recovery slower compared to unilateral tkas implanted in 100 patients between july 2008 and december 2008. All patients received primary pfc sigma tkas with patellar resurfacing. The cement manufacturer is unknown. Implanted depuy products: primary pfc sigma total knee with patellar resurfacing. The surgeons used fixed bearings, mobile bearings, or all-polyethylene tibias depending on patient requirements but did not provide information to determine the quantity or results of each option. Bilateral tka results: 9 patient received transfusions of packed red blood cells to treat intraoperative blood loss. 2 cases of hyponatremia requiring medical intervention. 2 cases of postoperative urinary retention requiring insertion of a foley catheter. 1 case of postoperative rectal bleeding due to intraoperative administration of heparin. Bleeding resolved with discontinuation of heparin. Unilateral tka results: 1 patient required admission to the ICU to treat postoperative angina 1 instance of postoperative dyspnea treated with administration of inhalant medication. 1 instance of hyponatremia treated with medical intervention. 1 instance of urinary retention treated with foley catheterization. Captured in this complaint: there were no reported product problems or revisions of the patella, femoral component, tibial insert, or tibial tray in either study group. Patient harms for the bilateral group: serious injury, major bleed, urinary retention, blood transfusion. Patient harms for unilateral group captured on linked pc: serious injury, chest pain, dyspnea, major bleed, blood transfusion, urinary retention.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.